Event description:
After powering on, it was reported that the device operates for a short time before the screen turns white and the device locks up. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of the system controller pcb assembly. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further component cause of the reported issue was not determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.